Event description:
It was reported that the drive support cap was sticking out. Customer's blood glucose reading at the time of the call was 13 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with loose drive support disk, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.